Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00899 / 00901).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2011, due to elevated metal ion levels, pain and squeaking. The acetabular cup, modular head and taper insert were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2011 due to elevated metal ion levels, pain and squeaking. The acetabular cup, modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.